Manufacturer narrative:
This product is registered as a combination product. Further information was requested but is not yet available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient received inappropriate high voltage therapy and anti-tachycardia pacing. The physician reported the patient's rhythm started as sinus tachycardia and was accelerated into atrial fibrillation due to defibrillation therapy. A high voltage shock was then delivered and accelerated the supraventricular tachycardia into ventricular tachycardia and subsequently into ventricular fibrillation (vf). The vf episode was then undersensed due to small amplitude signals. It was then reported the patient passed away. Further information was requested but not yet available.

Event description:
Additional information received indicated according to the physician that no allegation of malfunction was alleged on the right ventricular (rv) lead or device and they did not cause or contribute to the patient passing away. According to the physician, the rv lead and device were functioning normally for how they were programmed. Further session records were received and the patient returned to normal sinus rhythm prior to passing away. No additional episodes or therapy was present after returning to normal sinus rhythm.